Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information : the reported 8mm monopolar curved scissors (mcs) instrument did not move with an unintuitive motion. The instrument had a broken cable and it was returned to isi for evaluation. An image was provided for review. A review of the customer provided image was performed by an intuitive surgical inc., (isi) regulatory post market surveillance analyst. Following information was provided : the image was consistent with complaint of broken cable. Please refer to the corrections below: correction to section g3 : the date in g3 on the initial MDR should have been 08/13/2025 based on the follow-up response received. Correction : h8. Was updated to initial use of device. Correction to annex codes: annex a was updated to a0414. Annex b codes were updated to : b13 and b15.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.